Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up,the display activated, the correct software loaded, and standby mode became active. The bulk ignited on an intermittent basis and the light output flickered. The power-up sequence was repeated multiple times. The product failed to perform s specified after each cycle. Functional testing was performed on the product and included the following: run mode/standby cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling. The lightcable/jaw interaction test failed due to a loose jaw. The bulb access door cycling test failed on an intermittent basis. The other bests were successful. Power measurements were taken on the product and it was determined that the ballast had unstable bulb output voltage which caused the bulb ignition failure. The following components were determined to be defective: ballast; bulb. In sum, the customer complaint on an e-1 error could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit displayed an e-1 error message. It was further reported that the unit would stay in standby mode.